Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1974-2021, but it was determined that complaint of corrosion on power connector only without any evidence of foam particles is not part of recall.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, foam particles are not visible. The device was visually inspected/scrapped and found corrosion on metallic surfaces. Dust and dirt contaminants were also found in device. Power connector of the unit is corroded, and the unit can¿t be powered on to collect the error log/machine hours/error code numbers/software version. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service technician.